Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 04 september 2019 for MDR reportability. On (B)(6) 2016, the patient the patient underwent right knee arthroplasty due to osteoarthritis, and pain. The surgeon reported no intraoperative complications. All attune components, and two depuy cements were implanted in the procedure. On (B)(6) 2016, the patient underwent right knee manipulation due arthrofibrosis, and decreased range of motion of the right knee joint. The surgeon reported an audible pop with increasing flexion. The surgeon reported no intraoperative complications. On (B)(6) 2016, the patient was seen in the ER for a fall that occurred on (B)(6) 2016. The ER physician reported films were negative for fracture. He noted the knee was not concerning for cellulitis or dvt, and had low suspicion for postsurgical infection. The patient records indicated there were missing revision records. No revision noted. Doi: (B)(6) 2016. Dor: no revision noted, (rt knee).